Event description:
A biomedical technician (bmt) reported that there was a fluid leak encountered during a patient's peritoneal dialysis (pd) treatment. The technician noticed fluid in the pump module area and on the external of the cassette when treatment had finished and cassette was being removed. There were no alarms. In a follow up, the bmt said there was no harm, intervention or adverse event associated with the fluid leak. The patient was put on prophylactic antibiotics for three days as normal protocol. There is no sample cycler set.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A biomedical technician (bmt) reported that there was a fluid leak encountered during a patient's peritoneal dialysis (pd) treatment. The technician noticed fluid in the pump module area and on the external of the cassette when treatment had finished and cassette was being removed. There were no alarms. In a follow up, the bmt said there was no harm, intervention or adverse event associated with the fluid leak. The patient was put on prophylactic antibiotics for three days as normal protocol. There is no sample cycler set.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.